Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient's mom left a message with the hcp to relay to animas, stating that the patient's physician is concerned about the patient's care due to inconsistency in the pump function. Animas made several attempt to gather more information about the alleged statement but was not able to reach the reporter. A letter was sent to the patient, requesting a callback. There was no report of any patient impact associated with the allegation. This complaint is being reported due to the alleged product issue.

Manufacturer narrative:
The initial MDR stated that the patient¿s physician was concerned about the patient¿s care due to inconsistency in pump function. The reporter also noted that the patient was non-compliant, and did not always deliver correction and meal boluses. It was unclear at the time of the initial complaint if there was a pump malfunction or if the issues were strictly related to non-compliance. The device has been returned and evaluated by product analysis on 12/03/2013 with the following findings: a review of the alarm history and black box showed no errors, alarms, or warnings outside normal use. The last bolus delivery occurred on (B)(6) 2013. The total daily dose history correctly reflected the user¿s programmed rates. The pump powered on appropriately to the verify screen. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no issues. A 10 unit normal bolus and a 10 unit audio bolus were performed; both boluses recorded accurately in the pump history and the remaining insulin reading calculated correctly. A review of the advanced features found that they were turned on and were functioning appropriately. The pump passed 29 hour flow accuracy testing. The keypad was found to be intact and no hypersensitivity was found with the keypad buttons. No defect was found on investigation.